Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter was leaking just below the hub where the catheter is joined. Betadine was used to clean the area and the area was completely dry prior to insertion. The catheter was not difficult to handle during insertion, nor was it difficult to secure. It was secure by suture and inserted into the umbilicus. The customer further reports that a 2ml syringe was used to flush the line. Alcohol was used to clean the area and the hub. The uvc was removed and not replaced. The customer reports that the pt is stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the reuslt will be forwarded.